Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Additional information was received noting event is still ongoing and patient "has to go to surgeons now". Patient also stated the product should be taken "off the market".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of inflammatory nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected ¿off-label¿ in the tear trough area with one syringe of juvéderm volbella® xc. The patient experienced ¿swelling, red bulges, deformity and granuloma¿ 1 week later at the injection site. Biopsy was not provided. One-month post-injection, the patient was treated with hylenex and two weeks later, after the last treatment, was when the patient experienced ¿granulomas.¿ the patient reported that a ¿face deformity¿ will require surgery. The event is ongoing.